Event description:
Used the intuitive 8 mm sureform 30 curved-tip stapler the first time successfully. Loaded another blue staple load, and it partially fired, then everything turned orange. Md was able to unclamp with the "head in surgeon menu" stapler was unable to be reset.